Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not received a low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 128 mg/dl. Customer stated that the battery cap was not loose, crack or damaged. Customer stated that this was not the second occurrence of off no power without a low battery warning. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.